Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue noticed a pixel missing on the display on 11/19/2020. To fix the issue, the fse returned on 11/20/2020, replaced the display assembly, and performed all functional and safety test per factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a pixel missing on the display. There was no patient involvement, and no adverse event reported.